Manufacturer narrative:
Date sent to the FDA: 08/03/2021. A manufacturing record evaluation was performed for the finished device qj2azm and no non conformances/manufacturing irregularities related to the malfunction were identified. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Date of the index surgical procedure when vicryl plus (vcp345h, lot qj2azm) was placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? When was the poor wound healing observed ( # of post-op days)? On what day (# of post-op days) was the suture removed? What was the appearance of the suture during suture removal? What was used for re-suturing? Please specify. Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient¿s current status? Was the wound healed after the suture removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qj2azm and no non conformances / manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date of the index surgical procedure when vicryl plus (vcp345h, lot qj2azm) was placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? When was the poor wound healing observed ( # of post-op days)? On what day (# of post-op days) was the suture removed? What was the appearance of the suture during suture removal? What was used for re-suturing? Please specify. Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient¿s current status? Was the wound healed after the suture removal?

Event description:
It was reported that the patient underwent the perineal laceration repair after normal delivery on unknown date in 2021 and the suture was used to suture perineum. After the surgery, it was found that the patient experienced poor wound healing and it was thought that the absorbable suture was not absorbed in time. It was reported that another package of suture was opened and was used to suture again. Additional information has been requested.